Manufacturer narrative:
Manufacturer's ref#: (B)(4). Technical investigation concluded: device history record review has been completed. No deviation or changes were found during manufacturing of the device. Trended case device investigation conclusion: the usb-c connector has broken down mechanical. It is a known problem with usb connectors, that in rare cases wear or dirt/moist can create a low ohmic path from vbus to gnd, that potential can cause a heating inside of the connector. Clinical assessment concluded: the case involves a charger that got hot and then smoking and then burnt out at the port of the cable entry. There has been no patient harm. Original equipment was used. The device to be replaced with a new one. Based on the result from r&d investigation from global parent case: (B)(4), clinical conclusion on the case is that there is a potential risk of heat dissipation based on the findings.a damaged power supply or a power supply of very poor quality could lead to burn injuries and in rare conditions there is a small risk that a wrong charging or discharging or a battery thermal runway can lead to high temperatures or fire accidents. The chargers have been tested according to applicable safety standards. These risks are reduced as far as possible and the probability of occurrence of these events is considered very low. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusion herein are sufficient. Risk assessment: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register manufacturer's investigation is final. This is a combined initial and final report.

Event description:
It was reported that on an unknown date (dec-2022 is a best estimate) charger got hot and then smoking and then burnt out at the port of the cable entry. Follow up information received. The patient plugged in the charger and saw smoke then noticed it was burned at the port of entry for the cord. Original equipment was used. No harm to the patient or property reported. The device was replaced with a new one. No further follow up information expected.